Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient had issues with their insurance and missed their refill. The insurance issue was resolved and she presented to the clinic for a refill on (B)(6) 2019. Her pump had been alarming. The pump had not yet been interrogated so the alarm was unknown. It was reported the pump would be interrogated shortly and the hcp would call back if further assistance was needed. No patient symptoms were reported. No further complications were reported.